Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.